Event description:
Per the clinic, the patient experienced a middle ear infection, which was successfully treated with antibiotics - augmentin (date not reported). The implanted device remains. It was also reported that the patient experienced discomfort and dizziness with device use. The symptoms resolved, and no additional episodes were reported.

Manufacturer narrative:
(B)(4). This report is filed, (B)(4) 2013. Implanted device remains.